Event description:
Allegedly, patient exhibited an allergic reaction to cobalt chromium metal ions and or particulate debris. Surgeon may choose remove the cobalt chrome neck and replace it with a titanium neck of similar size.